Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with a neurostimulator for spinal pain. Overdischarge was reported. The patient couldn¿t charge the device. It had been about a year as of (B)(6) 2016. The issue occurred during normal use. No surgical intervention occurred and it was unknown if surgical intervention was planned. The patient was alive with no injury. Another rep was to meet with the patient on (B)(6) 2016. Additional information received from the consumer indicated that they were not able to communicate with the implant with the recharger. The last recharging session was three months ago because the patient needed he program to be changed because it wasn¿t effective. The patient¿s pain changed. Additional information received from the manufacturer representative (rep) indicated they met with the patient and did two physician mode recharges (pmrs) but was not able to bring the ins back. Additional information received from a healthcare professional via a manufacturer representative (rep) indicated that the patient's battery was replaced and the patient was doing fine post-op. The battery was discarded. The physician did not believe the issue was device related and the patient wasn't compliant in charging the unit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.